Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 catalog no - additional information . D4 serial no - additional information . D4 lot no -additional information . D9: device returned to MFR - additional information. D9: date device returned - additional information . G3 date received by mfg- additional information . H2 type of follow up: additional information/ device evaluation . H3a: device evaluated by mfg- additional information . H3b: evaluation included - additional information . H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.